Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and could not duplicate the alarm. The only thing fse noticed during testing was that the unit was requesting battery test. When battery was tested the fse found no issues with the battery as well. All functional and safety test were performed.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) equipment alarmed during use and equipment was also requesting battery test. There was no patient harm or injury reported.